Event description:
It was reported that ongoing intermittent occlusion alarms occurred. A system check was performed by tandem technical support on the current occlusion and there was a blockage in the cartridge. Reportedly, the occlusions continued to use the pump for insulin therapy. The customer's blood glucose level was over 400 mg/dl at time of report.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.